Event description:
This lead was replaced for an unknown reason. Attempts to gather information regarding why this lead was explanted have been unsuccessful. If additional information becomes available, this report will be updated.